Event description:
The following information was provided by the cook area representative based on comments made by the user: initially stripping the wire guide down to the biopsy port of the sphincterotome was successful. There was a rippled effect to the catheter of the sphincterotome. Upon an attempt to strip the wire guide while the wire guide and sphincterotome was in the common bile duct (cbd), the sphincterotome dragged the wire guide out of the common bile duct, losing position and bending the wire guide. Another omni device was used to complete the procedure and this caused an extended procedure. This occurred on two (2) separate occasions. (See mdrs 1037905-2012-00211 and 1037905-2012-00212). A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. The breakthrough channel has been partially utilized. It has been zipped from the zip exchange port to 129 cm distal to the port. The outer edges of the channel are rippled and torn, indicating difficulty with zip exchange. A functional test of zipping the catheter the remainder of the length of the tubing was performed using the returned wire guide. The wire guide broke through the catheter until it reached the metal band however it was very difficult. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released by distribution. Investigation conclusions: prior to distribution, all fusion omni-tome sphincterotomes are subjected to a visual inspection and functional test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated in response to the report of difficulty with the breakthrough channel. The product said to be involved is included in the scope of the corrective action. Quality assurance will continue to monitor for complaint trends.